Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
During surgery and after perfectly following the steps for the correct implantation of the lens, the last step was performed and the lens did not come out, instead, it remains creased in one of the cartridge sides. No patient involvement/injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the cartridge component was observed correctly engaged into the lower body of the pcb00 device. The plunger component was observed in a completely advanced position with the pushrod out of the cartridge tip. Visual inspection at 10x microscope magnification was performed. The lens was observed stuck at the pcb00 loading zone with the pushrod overriding the lens. Viscoelastic residues were observed. No cartridge crack defect was observed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.